Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain.. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04611 / 2014-04612).

Manufacturer narrative:
The follow-up report is being filed to correct information that was unknown and reported in error on the initial report. The acetabular cup was not revised. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.